Event description:
A journal article was reviewed which contained information regarding this lead. The left ventricular (lv) lead had dislodged. The lead was replaced. There were no patient complications reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this lead. The left ventricular (lv) lead had dislodged. The lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
The actual device was not received for analysis; however, performance data was received from the device. Analysis found no anomalies.